Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. A22: could not register the patient (B)(6): image transfer issues a13: did not boot up properly a0902: screen went half blank g2: this event occurred in australia, see section e. H3, h6: no products have been returned to medtronic for analysis. Code b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device. It was reported that after downloading the scans off the usb when selecting patient images, the screen went "half blank". The site had selected the top tab "media, this stealth, etc" and the menu button on top left hand corner, patient name, procedure, but could not view the images to select. They shutdown the system, rebooted, and were able to pull up the images for registration. A few minutes later, they could not register the patient. It was on footswitch registration, when depressing the footswitch they could see on the screen teh footswitch button lit up and also had audio feedback. The track pad details did not show above threshold red interference, they could view both the patient and instrument tracker in blue dots on the screen. The minimum trace bar did not move when tracing on patient. A medtronic representative (rep) advised them on how to get to stationary probe registration method; the surgeon was able to register and move on with the case. It was mentioned that the week before, they had to reboot the system a few times as it didn't boot up properly after logging in after entering the user pas sword. There was no impact on the patient's outcome.